Event description:
It is reported that the surgeon was unable to seat the investigational liner in the shell during surgery.

Manufacturer narrative:
This report will be amended when our investigation is complete.